Manufacturer narrative:
(B)(4). Batch # r58e0e. Device evaluation: the analysis results found that a sr75 reload was received fully fired, with the swing tab in locked position and with both gripping surfaces broken off making the reload nonfunctional. It is possible that the damaged on the cartridge was caused when the cartridge was removed from the device. Reference ¿instructions for use¿ for complete loading instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a whipple procedure, the wings of sr75 were crashed during surgeon was firing. There was no affect to the staple formation but the crashed wings were dropped into the patient and took out afterward. The surgery was continuous with no interruption. There were no patient consequences reported.